Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went over 600 mg/dl. The customer treated her blood glucose level with a syringe and insulin pump. Her blood glucose level dropped to 47 mg/dl. The customer ate to treat her low blood glucose level. The site was bent. The device was not returned.